Event description:
A (B)(6), male, patient, called zoll customer support to report that his monitor would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor would not power up. Capacitors c4 and c610 were thermally damaged on the monitor c/a board. Multiple other components on the c/a board were shorted or open. The cause of the damaged capacitors and damaged components on the c/a board was isolated to a fractured high-voltage capacitor c20 on the defibrillator board. C20 was broken free from the defibrillator board. The root cause for the damaged capacitor could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from damaged c20 capacitor. The patient received a replacement monitor.